Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 5 mg/ml bupivacaine at a dose of 0.7201 mg/day and 10 mg/ml dilaudid at a dose of 1.440 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient was having the pump replaced due to normal elective replacement indicator (eri). A catheter event had been confirmed. The hcp attempted to aspirate the catheter of drug from the catheter access port (cap) prior to replacing the pump and he was unable to aspirate any fluid. The root cause of the pump revision for eri was not related to a therapy or device complaint. The hcp then replaced the pump connector and was able to aspirate fluid/drug freely from the catheter. The patient had no therapy issues that he was aware of prior to the catheter revision and pump replacement. The catheter revision resolved the event. There were no symptoms reported. The event date was stated as (B)(6) 2017. There were no further complications reported or anticipated.